Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned to olympus for an evaluation and no images of the failure provided, the reported issue could not be confirmed. Although this is a known issue with this model workstation (fatigue fracture of the castor mounting spigot), the failure could not be verified. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus by a biomedical engineer that a wm-np2 workstation¿s castor broke off. It is unknown when the reported issue was found. It is unknown when the reported issue was found. The device will not be returned due to the issue being resolved. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the reported issue was resolved. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.